Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain organization/operations. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the device used on the current patient, for the devices used on previous patients see MDR 1118880-2025-00087 and 1118880-2025-00104 and for the device placed on the employee see MDR 1118880-2025-00082 (all referenced in section h10).

Event description:
The user facility reported that the patient developed a radial hematoma within an hour or so of leaving the catheterization lab. This occurred while the tr band was still in place. This resulted in the need for treatment (tx) or intervention and caused temporary harm. Additional information was received on 04jun2025: the cardiac catheterization lab rn was the employee who wore the band for an hour. On 24jun2025 terumo medical received FDA medsun report # (B)(4). The description of the event stated: "this patient, along with multiple other post cath patient's over the past few weeks have developed radial hematoma's within an hour or so of leaving the cath lab, all of which have occurred while the tr band was still in place. The reporting caregiver recently placed a tr radial band on myself, inflated it with 15cc of air, and wore it for about an hour. After an hour he withdrew all the air from the band and found that the band only had around 10cc of air in it, meaning that 5cc had leaked over the past hour. He believes this may be causing the increase in radial hematoma's that we our seeing in our facility."

Event description:
On 03jul2025 terumo medical received FDA medsun report # (B)(4). The description of the event stated: "this patient, along with multiple other post cath patient's over the past few weeks have developed radial hematoma's within an hour or so of leaving the cath lab, all of which have occurred while the tr band was still in place. The reporting caregiver recently placed a tr radial band on myself, inflated it with 15cc of air, and wore it for about an hour. After an hour he withdrew all the air from the band and found that the band only had around 10cc of air in it, meaning that 5cc had leaked over the past hour. He believes this may be causing the increase in radial hematoma's that we our seeing in our facility."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5, to provide the medsun report received and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were potential issues noted during the manufacture of the product that would contribute to this complaint condition. In absence of the returned product, no exact judgement can be made. The complaint was discussed with the manufacturing department, and it was determined that based on available information the allegation cannot be linked to the non-conformance unless the product is returned. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). This report is for the device used on the current patient, for the devices used on previous patients see MDR 1118880-2025-00087 and 1118880-2025-00104 and for the device placed on employee see MDR 1118880-2025-00082 (all referenced in section h10).